Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was kinked and twisted. Microscopic inspection also revealed that the guidewire exit port was deformed, but the tip was in good condition. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Media returned by the customer was inspected and showed the device was kinked, twisted, and with its guidewire exit port damaged. Based on the evidence, the as reported codes of catheter stuck in lesion and catheter material twisted are confirmed.

Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got trapped in the severe calcification. The device was forcibly pulled out from the patient with no separated fragments. The procedure was completed with another of the same device and no patient complications were reported. Additional information was received indicating that the catheter was twisted, and it was further reported that the patient was stable following the procedure.

Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got trapped in the severe calcification. The device was forcibly pulled out from the patient with no separated fragments. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got trapped in the severe calcification. The device was forcibly pulled out from the patient with no separated fragments. The procedure was completed with another of the same device and no patient complications were reported. Additional information was received indicating that the catheter was twisted, and it was further reported that the patient was stable following the procedure.